Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided cleaning, disinfection, and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It was confirmed that the section where the foreign material remained had no physical damage. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection" describes the methods for detection. The instruction manual reprocessing manual "evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures" describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.